Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s medical /surgical history included a cervical anterior spinal fusion (c4-7) (B)(6) 2008 and laminoplasty (B)(6) 2009. The patient had received gait exercises in physical therapy from (B)(6) 2015. The patient experienced no overdose or withdrawal symptoms and received 50 mcg/day 0.05% from (B)(6) 2015 to (B)(6) 2016. There were no abnormal findings on the pump operability test. Viccillin 2 g IV was administered from (B)(6) 2016. Blood test results were reported from the dates of (B)(6) 2015, (B)(6) 2016. At this time there was no allegation reported regarding the laboratory tests provided. The upper and lower ranges were not provided and clarification was requested regarding the lab data provided. The event history was further clarified as the following: (B)(6) 2015 the pump was implanted; (B)(6) 2015 effusion from wound; (B)(6) 2015 the wound was cleaned and suture treatment were performed under general anesthesia and the patient was discharged on (B)(6) 2015; (B)(6) 2016 bleeding from wound, the patient visited the hospital and then was hospitalized and administration of antibiotics was initiated; (B)(6) 2016 antibiotics were stopped; (B)(6) 2016 pump explanted.

Event description:
The representative further reported in regards to the laboratory values previously provided there was no further information regarding these laboratory test values or what the out-of-rage values were classified as. However, they consider that the reported values do not affect the outcome of the patient as the doctor could have indicated standard rage values if there were any problems. The doctor stated there was no causality between the infection and the device and the patient reportedly had now recovered on (B)(6).

Event description:
It was reported that there was an infection of the wound site in the abdominal region. The infection was suspected to be at the right edge of the wound opening in the abdominal region where the pump was inserted and pus was being discharged. The c-reactive protein (crp) based on the blood data was normal but the fluid/effusions still continue to flow. As the patient did not have a fever (it was also reported that the patient had no high fever) , his condition was reported as ¿great and not very urgent/fine.¿ however, if bacteria was subconsciously left behind during a refill, it might result in meningitis, so continuous administration of antibiotics and wound cleansing methods were being discussed. It was also reported that ¿the wound should be made an incision and be deterged.¿ this meant that the pump pocket was to be opened and cleaned. The outcome was reported as not recovered as of (B)(6) 2015. This was reported as unrelated to the investigational drug, catheter, programmer but unknown if related to the pump or procedure. Although it was difficult to believe that a defect occurred during the surgery, a causal relationship between the pump and the procedure could not be completely ruled out. This device system delivered gabalon and the therapy was reported as continuing. Additional information was requested to clarify event details, patient¿s fever, resolution, and current patient status/outcome. It was further provided that there was no fever associated with this patient¿s event at that time. No other lab work or culture information was available. The final resolution was also still unknown as there was no additional information obtained pertaining to this. The patient¿s current status also remains unknown at this time. Should additional information be received a supplemental report will be filed.

Event description:
On 2016/05/26, additional information was received from a physician who indicated the date of implant was (B)(6) 2015 and the implant purpose was spasticity post procedure for cervical epidural abscess. The patient¿s daily dose was 50 mcg (dosing period (B)(6) 2015 and continued). No complications, past history, history of adverse reaction, or concomitant medications. On ¿(B)(6) 2016¿ the patient experienced an infection of wound in abdomen and the severity of the event was ¿3¿ serious. The outcome of the adverse event was unrecovered on ¿(B)(6) 2015". Follow up is being conducted to clarify the dates reported. There was no causal relationship to the drug, pump, catheter, programmer, or surgical procedure. On (B)(6) 2016, information was obtained at today's visit. After the implant procedure on (B)(6) 2015, infection on the right end of the wound in abdomen was suspected and drainage was performed. After that, refill had been performed without any problems, but this time the patient had bleeding from the wound and was hospitalized and being treated. The physician would discuss and consider with the patient whether to remove the pump or not. Attention was paid for the risk of infection, but the causal relationship between the event and the pump/procedure cannot be denied. A pump operability test, rotor test, and catheter x-ray study were not performed. Further, additional information received reported that the date of outcome previously reported was incorrect, the correct date is (B)(6) 2016 for being unrecovered, instead of (B)(6) 2015. The daily dose was 50 mcg (dosing period: (B)(6) 2015- (B)(6) 2016 discontinued). On (B)(6) 2016 the pump system was removed by the request of the patient and the patient's family and the outcome was remission. Per the physician, the refill at the department of orthopedics was always performed at completely clean environment and everyone wears surgical mask. Attention is paid for the risk of infection, but the causal relationship between the event and the pump/procedure cannot be denied completely.

Event description:
It was further a pump operability test was performed on (B)(6) 2016. The drug volume at a previous refill noted the actual residual drug volume was 8.3 ml and the residual drug volume on programmer was 8.1 ml. A catheter x-ray study not performed and there were no abnormal findings. Further, it was now reported and described that on (B)(6) 2016 transudate from the wound occurred. On (B)(6) 2016 there was bleeding from the wound to which the patient visited the hospital as outpatient and then was admitted and hospitalized. Administration of antibiotic was initiated then and then stopped on (B)(6) 2016. On (B)(6) 2015 there was liquid leak from wound. As previously there reported the pump was then explanted on (B)(6) 2015 and on (B)(6) 2015 the patient was discharged. This was now reported as having had no relationship between this infection and the drug or device but the reporter was not sure about the procedure. There was a possibility of fatal complications such as a spinal fluid infection or meningitis, so the device was removed. The patient's underlying disease was noted as the cervical epidural abscess on c3/4 onset of (B)(6) 2008. There were no complications but the patient's past history included a right retinal detachment, therapy duration: 1995 ~, cervical epidural abscess, therapy duration: (B)(6) 2008 ~, cholelithiasis, therapy duration: 2010 ~, and an inguinal hernia, therapy duration: 2010 ~.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was hospitalized on (B)(6) 2015 for surgery for the intrathecal baclofen (I tb) pump placement. On on (B)(6) 2015, the pus discharge was noted from the wound in the right abdomen; and wound treatment and intravenous (IV) antibiotics were initiated. Surgery was later performed on (B)(6) 2015 to cleanse/irrigate, and debride the wound in the right abdomen; subsequently antibiotics and wound treatment were continued, and wound treatment would be done in the future as well. The severity was noted as serious. The outcome was still not recovered as of (B)(6) 2015. The causality was unrelated to the investigational drug, pump, catheter and programmer, but was related to the procedure. During the surgery on (B)(6) 2015, abdominal pump placement "took a long time", so it was believed that an infection had occurred. Between the dates of (B)(6) 2015, the patient had low total protein levels, low albumin, high alp, high alt, high y-gtp, high ck and low ck, low ch-e, low cre, low sodium, high chloride, high crp, high wbc and low wbc, low rbc, low hgb, low hct, low mch, low mpv, low pct, high pdw, high ast, high ldh, low ua, low potassium, low plt, the intrathecal gabalon was continuing, as well as the IV cefazolin na bag.

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), product type catheter. (B)(4).